Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was undersensing atrial activity. The atrial sensitivity was reprogrammed which resolved the issue. The device remains in service. No adverse patient effects were reported.